Event description:
It was reported that patient was complaining of left knee pain.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. D4: catalog numbers and lot codes of other devices listed in this report: cat # 5551-g-320 lot # b484 description: triathlon asymmetric x3 patella cat # 5531g409 lot # lbe702 description: x3 triathlon cs ins size 4 9mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.